Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the coating on the handle is broken off. Also, dents, scratches, and a crack were observed on the insulation. A gap between the insulation and tip of shaft was observed as well. Functional inspection: the insulation was tested for cracks/damages using an insulation integrity test. The insulation failed the insulation integrity test. The probable root causes for the dents, scratches, and crack to the insulation could be due to 1) user mishandling or 2) improper sterilization methods. The probable root causes for the gap between the insulation and tip of shaft could be due to 1) user mishandling or 2) improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.